Manufacturer narrative:
Correction d4.5 unique identifier (UDI)# additional information d4.2 expiration date, d4.d lot # h4. Device mfg date: this information was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows the tie-band on the qb-inlet and outlet tubing connections are loose. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the fiber bundle or the qb-inlet and outlet tubing connections. Reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that blood-tinged drainage was observed during an extra corporeal membrane oxygenation (ECMO) sigh procedure while using the mc3 nautilus ECMO oxygenator, device. Blood leakage was identified at the tubing connection of the device. The patient had been on ECMO with nautilus base since saturday the 25-oct-2025. On tuesday the 28-oct-2025 the customer had been sighing the oxygenator for 30 seconds every hour. All night it was clear. When the report was done at 7am the customer sighed together and it was clear drainage. At 8am the customer did it again and had lots of condensation build up but clear-more than previous times. When it was done at 9am the drainage was blood tinged and spotted the wash cloth on the ground. A circuit exchange was performed as a result of the event. Patient blood loss did not occur because of the leak. An unplanned blood transfusion was not required because of the blood loss from the leak. The same leak did not appear in multiple packs. Plasma breakthrough did not occur. No patient complications have been reported as a result of this event. Medtronic received additional information that there was no visible damage to the device.